Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric sleeve, the device was closed on tissue and started to be fired with a black cartridge and then the firing stopped. One staple was deployed and was goal post in shape and no tissue was cut. A second black cartridge was opened and the firing went fine. No device or reloads returning.